Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-70 serial #: (B)(4) description: linear 3-4 lead, 70cm model #: sc-4318 lot #: 19078236 description: clik x anchor.

Event description:
A report was received that the patients leads were pushing through the skin. It was confirmed that there was actual skin breakage. The patient underwent an explant procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there are any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients leads were pushing through the skin. It was confirmed that there was actual skin breakage. The patient underwent an explant procedure.